Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/23/2022, it was reported by a facility representative via medwatch mailed in letter that an ar-2653cr clavicle fracture plate was implanted in (B)(6) 2021. While patient was putting on a coat, the plate snapped in half. This occurred in (B)(6) 2022. Patient had a revision surgeon on (B)(6) 2022 and the plate was explanted. Lot number for plate is unknown and no further details have been provided.